Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 14mmol/l on his contour ts. He retested on a friend's meter and the reading was 7mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. A new meter was sent to the customer.